Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, when fired, clips did not grasp tissue and fell into the patient. The device then locked and no additional clips could be fired. Another like device was used to complete the procedure. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information: the actual device was received for analysis. Visual and functional inspections were conducted. Fire testing was not conducted because the trigger was completely jammed. The device was disassembled and the prongs of the fork were found deformed as indicative of the device was impacted into bone or another hard surface. The device did not work properly due the prongs of insertion fork were not designed to hit on hard surfaces which causes the internal components in cannula shaft to not slide properly.